Event description:
It was reported that excessive battery depletion was observed. It was suggested to monitor the device via merlin.net. The patient is doing fine.

Manufacturer narrative:
(B)(4). Product not returned.